Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was getting a screen warning to recharge. The patient stated she went to the ER on (B)(6) 2017 and got in touch with a manufacturer representative and figured out that the hand held charger was not working. The patient noted she went to the ER because the device was not working and it had been off and on 2-3 times and had been off for the last four days. The patient mentioned she lost a lot of weight and thought maybe the implant had shifted. The patient had pain on (B)(6) 2017. The patient was going to try and recharge and stated she charged and stopped when she got all eight boxes. Troubleshooting reviewed that did not mean it was fully charged. No further complications were anticipated. The indication for use was non-malignant pain.